Event description:
It was reported that the pump screen was dark and would not turn on, leading to issues with the device charging properly. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including changing the charging cable and wall adapter, but the pump still did not charge. Technical support decided to replace the pump, and the customer will receive a new device with updated software. The customer acknowledged the steps needed upon receiving the replacement and was instructed to return the problematic pump.